Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 4 days, due to high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) fever, vomiting, a bacterial infection and ketones present, while wearing the pod on the abdomen. At the hospital, the patient was administered insulin by drip and antibiotics (name unspecified).